Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device system was explanted due to a pocket infection that was noted during a routine device evaluation at an unknown date. The site pocket was noted completely swollen but incision site healed and intact. Patient was stable pre, during, and post procedure.